Event description:
Information was received from a friend/family member of a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had difficulty recharging their device since implant. Their ability to charge the device was related to the development of a small fat pocket over the ins and their inability to sit still long enough to recharge, which was caused by their underlying parkinson's disease. As a result, the device could no longer be charged in (B)(6) 2016 and completely died in (B)(6) 2017. The ins was replaced with a non-rechargeable device on (B)(6) 2017. No further complications are anticipated.